Event description:
It was reported that the surgeon made several attempts to place the codman lumbar catheter in the lumbar spine subdural space without success. The catheter could not be placed because the guide wire and catheter did not provide enough rigidity to straighten the proximal end of the catheter once it passed distally to the touhy needle. The catheter and guide wire coiled and kinked when faced with minor resistance. Apparently, upon pulling on the catheter and guidewire to remove the assembly, a portion of the catheter's distal end broke off in the patient. A separate laminectomy procedure was required to retrieve the catheter fragment.